Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stock out reports were unable to generate. A technical support specialist (tss) found cfn service account password had expired. All areas were updated with the new password. The customer provided new credentials for the service accounts and the admin account. All services and application pools were updated. The scheduled test report showed that processing completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported an issue with generating stock out reports. When attempting to generate the report, the system remained in a loading state and did not produce the report. The customer also reported that the stock out printer was unable to download, which may have contributed to the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.